Event description:
It was reported that, during pre-operative preparation immediately prior to starting console operations, a monopolar curved shears (mcs) was attached to the system but was not recognized. Even after reinserting the instrument three times and cleaning the sterile interface module (sim) connection points, the issue persisted. Additionally, since the large needle driver was recognized when using the same sim, the product itself was determined to be the cause. The issue was resolved by using another mcs to perform the surgery. No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.